Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00466. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Report number: 1038671-2023-00466 g4: 510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00466. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal notification, that patient, underwent initial left total knee arthroplasty due to osteoarthritis in his left knee, on (B)(6) 2014. On (B)(6) 2023, plaintiff underwent revision surgery of his left knee due to implant loosening, prothesis wear, significant synovitis, joint laxity, osteolysis, pain, balance problems, ambulation or postural difficulties and discomfort approximately 8 years 3 months post initial procedure. Following the revision surgery, plaintiff continues to be limited in his activities of daily living, and experiences daily pain and discomfort in his left knee which limits his activities and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.